Event description:
The complainant reported that during the therapeutic implant of a vaxcel PICC in a male patient (age unk), the catheter cracked (please reference attached medwatch report # 6000126-2006-00238 which reports this first patient event). The clinician then obtained another device, but this device catheter also was observed to have cracked. The crack was reported to be located distal to the device's suture wing. A third PICC was obtained and was successfully implanted in the patient. The complainant reported there was no adverse effect on the patient as a result of the reported problem.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.